Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 in the evening. It was reported that the patient was at home with his wife. The patient was reportedly sitting in a chair and became short of breath and lost consciousness. Both the patient's wife and ems were reported to have performed CPR on the patient. The patient subsequently passed away. Per review of the downloaded flag and ECG data, at 7:39:41 pm on (B)(6) 2017, the lifevest detected an arrhythmia. The ECG recording showed that the patient was in vf with varying amplitude and motion artifact. The patient was not treated and the device exited the detection sequence due to the motion artifact on the ECG. The motion artifact obscured the underlying arrhythmia preventing the treatment from being delivered. Per the long term ECG, motion artifact was present on the ECG leads until the device was shutdown at 07:51:00 pm.